Event description:
It was reported that the pt developed a staph infection since implanting device. The pt had to have an emergency operation to have it removed 10 days after contracting the infection. Pt reported they had pain which was 75% worse than before the implant surgery.

Manufacturer narrative:
(B)(4)